Event description:
It was reported that, during a surgery, the distal tip of one (1) twist drill flex broke during the first drilling. There was a piece left in the patient bone. The procedure was resumed, without any delay, using an equivalent s+n back-up. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H2: corrected data on e4. H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was not returned in original packaging. The flex and drill bit have detached from the welded shaft. There does not appear to be any missing material. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that based on the information provided the clinical root cause of the breakage could not be determined. A procedural variance as a contributing factor to the reported event could not be rule out. Excessive force can result in instrument failure. The patient impact is determined to be the retained non implantable twist drill flex fragment. Migration is unlikely as it was noted that the bit was left within the bone. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include application of an unintended, inappropriate, or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.